Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, we confirmed that the lcb (light carrying bundle) broken, the electrical pin connector corroded, the insertion flexible tube leak, the remote control buttons leak, the bending rubber cut, the segment hard to move, and the suction channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(6).

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.